Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during implantation procedure the mobile programmer analyzer was unable to sense to measure the ventricular lead. It was noted that when pacing, markers were displayed however there was no output. There was no issue on the atrial side. The batteries in the analyzer and analyzer cable were replaced to no avail. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis: device was returned for physical analysis. Analysis was able to confirm the customer comment that the mobile programmer analyzer was unable to sense and there was no output. Damage was found at the analyzer connector. Final disposition of this unit will be maintained by the contract manufacturer. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.